Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information from the manufacturer representative reported the replacement of the recharger "at this moment" resolved the burning in the pocket following recharging . It was also reported the burning in the pocket following recharging resolved "at this moment".

Manufacturer narrative:
Concomitant medical products: product ID: 97754, product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the company representative (rep) that the recharger system was burning. After recharging the system two weeks prior, the patient felt pain in the pocket area. A week before, heat on same area. The day of the event, the patient¿s daughter saw a burn on the skin in the pocket¿s area. There were no external factors that contributed to the event. The physician saw the injury, and told the patient it was a burn in the pocket area. The physician prescribed an ointment and pain pills, and the skin recovered; but the patient was feeling pain in the pocket again after their recharging session. The action taken to resolve the issue was the patient was going to return the recharging system in order to replace the antenna. If the problem doesn't resolve with this, then other recharging system was going to be checked. The issue was not resolved at the time of this report. It was noted that the patient was completely fine with their pain relief and ins, but the pain in the pocket started just a month ago. The patient¿s chronic pain control has not been interfered with. No surgical intervention occurred, nor was planned. The patient was alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.